Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 190 mg/dl. Customer stated that she went to fill the cannula and the button was not responding. Customer changed the batteries yesterday and thought it may have been the battery. Customer changed it and was able to program a bolus again, but the buttons were not responding. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer declined to replace the pump. No further assistance needed.

Manufacturer narrative:
All buttons function properly however, moisture damage was found on keypad traces. Pump received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.